Event description:
It was reported that during a training session, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/22/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed. The archive data shows that multiple ua7 messages occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua7 was reproduced. The load cell output was measured and indicated that one of the load cell was defective. Based on the investigation, the part that was identified for replacement was the load cell. In summary, the reported complaint of a ua7 occurring was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cell. Upon replacement of the load cell, the platform passed all testing criteria.